Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered two shocks for ventricular tachycardia (vt). The physician felt that the rhythm was actually supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, implantable pacing lead, (B)(6) 2012. (B)(4).